Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly the electrode migrated and therefore a revision surgery was performed. However, the re-insertion was difficult and 2 electrodes then had high impedance and 2 channels were involved in a single short circuit. Therefore, the user was re-implanted. As per further information, after first implantation 1 contact was outside the cochlea. Speech understanding with the device decreased on the (B)(6) 2022 with monosyllables decreasing from 40% to 20%. It was then found that 3-4 electrodes were extra-cochlear.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the reinsertion surgery. According to the information received from the field, the device was not providing benefit to the recipient due to a partial post-operative active electrode migration out of the cochlea. During re-insertion attempts the device was inadvertently damaged and therefore explanted. The problems described the recipient report seem to match the damage found. This is a final report.

Event description:
Reportedly the electrode migrated and therefore a revision surgery was performed. However, the re-insertion was difficult and 2 electrodes then had high impedance and 2 channels were involved in a single short circuit. Therefore, the user was re-implanted. After the first implantation 1 contact was outside the cochlea. Speech understanding with the device decreased on the 14th february 2022 with monosyllables decreasing from 40% to 20%. It was then found that 3-4 electrodes were extra-cochlear.